Manufacturer narrative:
One (1) imp,tsv,4.7,13,mtx,mg (tsvtwb13) was returned for investigation. The unknown abutment screw was not returned. Visual evaluation of the as returned implant identified signs of use. There was damage identified to the external threads. Also, damage was seen on the implant's drive feature. All sides of the implant's hex had 2-3 marks/indentations. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii), bruxism, clenching. The reported implant was located on tooth # 30 (universal) and was used for approximately 9 years, 5 months. The customer did not provide any pictures or x-rays. Appropriate documents were reviewed. DHR review was completed for the subject lot number (62160992). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown abutment screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (62160992) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (damaged drive feature, functional other, peri-implantitis) or product (tsvtwb13 & unknown abutment screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did occur, and the reported event (damaged drive feature) was confirmed. However, peri-implantitis and occlusal trauma are medical conditions, and these events could not be verified with the information provided. Additionally, screw malfunction and the reported event (damaged drive feature) could not be verified since it was not returned. The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was also reported that the abutment screw was stripped, and it was unable to be removed without damaging the abutment.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Expiration date and unique identifier (UDI) not applicable. Additional PMA/510(k) number ¿ k101880. Peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss that may be associated with occlusal trauma. Peri-implantitis was also reported.